Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump became wet, powered off, and after being restarted on a charging pad exhibited rapid battery depletion, with battery level dropping from near full to a low level within several hours, consistent with a device power or battery malfunction and associated electronics component issue. Symptoms included no change in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of synchronized device logs. Investigation of this device revealed abnormal battery performance with accelerated depletion consistent with a battery or power management failure in the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to the power system.